Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient lost efficacy in the last few months following a battery replacement. The doctor felt the patient's neuropathies worsened or were no longer responding to therapy. Reprogramming was unsuccessful. There were no issues with lead placement or impedance and the system was functioning within normal limits. It was noted that x-rays were performed. The patient just wanted the system removed. At the device removal, the doctor attempted to pull the leads down to a different level and retest but was still unsuccessful which led the doctor to determine that neuropathies were inhibiting success. The system was removed in its entirety and was discarded by the facility. The patient was noted to be alive with no injury.